Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the lad. An angiographic complication of proximal dissection occurred during the index procedure.

Manufacturer narrative:
(B)(4).